Event description:
The customer called to report high blood glucose levels. Troubleshooting was performed, and found that the customer did not bolus for lunch. The customer then stated that she was hospitalized two days ago for high blood glucose levels. The reported blood glucose readings was 24.9 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.